Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was not returned to zoll medical corporation for evaluation and no event logs were available for review. Follow up with the customer confirmed that the device functioned as intended and that the reported delivery of inappropriate therapy was attributable to user error during synchronized cardioversion. The customer acknowledged that proper synchronization procedures were not followed including verification of adequate ECG signal quality and synchronization markers prior to therapy delivery. No evidence of a device malfunction was identified, and the device performance was consistent with its intended designed. The r series operator's guide (pn 9650-0904-01, rev ya) warnings section states, "only skilled personnel trained in advanced cardiac life support (acls) and who are familiar with equipment operation should perform synchronized cardioversion. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the user "unintentionally delivered energy to the patient" resulting in ventricular fibrillation. Complainant also indicated the unit worked as designed.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.